Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/17/2017 with the following findings: during investigation, visible moisture was found on the display. The display appeared cloudy due to moisture behind the display lens. Unrelated to the original complaint, the battery compartment was cracked near the top left and lower left corner of the grip pad. A leak test was performed and failed due to a battery compartment was cracked. The pump was opened to find moisture on the printed circuit board, and motor assembly. No moisture was found in the battery compartment.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.